Event description:
On 10-06-97, a survivalink employee rec'd several rescue data. She had asked a co rep on one of the rescues why this device shocked 6 times and each time after that it said capacitor not charged. The co rep called one of the rescuers to ask him if he remembered anything unusual about this rescue. The rescuer said "I don't remember anything unusual about this resuce and as far as I can remember it went just fine. I have no complaints. The co rep had also asked him if he noticed if the battery was low and he said no he did not notice.